Event description:
Additional information: the health care provider later reported that the cause of the lack of efficacy was unknown. It was indicated the patient outcome was non-serious injury/illness.

Event description:
It was reported that the patient was not getting a response. The previously reported catheter revision was due to a catheter fracture. The proximal section of the catheter was replaced.

Event description:
It was reported that the patient experienced never having therapeutic effect. The patient underwent a revision recently; "the patient has never really shown a response to itb" (intrathecal baclofen therapy). A single bolus and dose increase were planned to see if the patient showed a favorable response. Drug delivered via the device was liroesal 2000mcg/ml. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Catheter: model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6). Catheter: model 8590-8, lot# n267836, implanted: 2011 (B)(6), explanted:unk. (B)(4).

Manufacturer narrative:
Product ID 8590-8 lot# n267836 implanted: (B)(6)2011 product type accessory product ID 8709sc (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2012 product type catheter product ID 8709sc (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2012 product type catheter product ID 8709sc (B)(4) implanted: (B)(6)2012 product type catheter product ID 8709sc (B)(4) implanted: (B)(6)2012 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pain from the catheter breaking woke the patient up from their sleep. No further complications were anticipated/reported.